Manufacturer narrative:
The field service technician (fsr) verified the unit had a broken power cord. A prong was pulled from the molded connector. The fsr replaced the power cord and tested the unit. The unit operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the power cord was broken. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The complaint is confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the line or hot side blade has snapped off. Per the field service representative (fsr), the customer broke it off while removing power cord from wall socket. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.